Event description:
A coolsculpting provider reported that a patient received coolsculpting elite on (B)(6) 2025 to the outer thigh while using unknown applicator, lower abdomen using c150 applicator and to upper abdomen using the c120 and presented to the abdomen frozen and darker in pigment and blistering (frostbite). Later provider reported "the skin had an orange peel texture. The skin color was a dark color like a brown/purple/blue color". Later r&d reported "data contracts got stuck (readings were frozen) shortly after the treatment started due to a z412-291". A provider later reported "the equipment malfunctioned mid treatment and shut down at seven minutes". "The client reports that she had some discomfort". Healthcare professional later reported on behalf a patient "that 2.5 minutes into the cycle she felt "an intense pain... A severe burning pain". "The technician's note from this date corroborates this, stating, "she complained of an electric pain on cycle 7 within the first 5 minutes". "The technician checked the machine but did not stop the cycle". Two minutes later, patient reports "the machine began beeping and shut off". The technician's note "took the applicator off, and the tissue was the exact shape of the inside of the c-150 applicator and was frozen solid." The patient stated "the area on her left lower abdomen "looks awful" and is persistently "very itchy and at times, painful." "And reports a visible contour deformity (a bulge) that is noticeable in her clothing". Feels "damaged" and "frustrated". After physical examination "there is a large and ovular scar on the abdomen consistent with deep-partial, full thickness thermal injury", the scar exhibits significant dyschromia, with areas of both hyperpigmentation (darkening) and hypopigmentation (lightening) scattered throughout. "Dysesthesia (abnormal sensation) and hypoesthesia (decreased sensation) to light touch within the borders of the scar. This is consistent with nerve damage". "There is a palpable and visible bulge of adipose tissue in the left infraumbilical region", "chronic pruritus". The patient had laser therapy and abdominoplasty with concurrent liposuction".

Manufacturer narrative:
According to the coolsculpting user manual, the system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect system, to minimize the risk of damage to tissue. Despite these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. When a thermal event alert message (z409 message) occurs, it is a result of the freeze detect system. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect® is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect® system detects a possible freeze condition, it stops the treatment cycle and displays a thermal event alert message (z409 message). If you receive this message, stop treatment, remove the applicator and cooladhesive gelpad or gel, and assess the tissue . Do not retreat for at least 24 hours, for cooladvantage and coolmini applicators. For all other applicators, if you receive a second z409 message for one treatment site, discontinue the treatment for the site, and do not retreat for at least 24 hours. Failure to follow instructions could result in injury to the patient, including burns and resulting complications such as hypopigmentation or hyperpigmentation. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if and when additional information is obtained.